Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main drawer 5 was failed. The field service engineer removed the jam from the back panel and also replaced the inseparable magnet to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es that the cubie drawer was failed. The customer stated that this malfunction caused a delay to the patient. There were no adverse events or injuries reported based on this incident.